Event description:
The patient had to be returned to surgery to replace a non-functioning valve. The valve had no flow. Additional information will be requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.